Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not interrogate pacemakers. Technical support (ts) recommended the caller replace the radio frequency (rf head) and gave the number to call to order it. The status of the programmer is unknown. There was no patient involvement.